Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose levels (bg). The customer reported that a family member assisted customer with consuming carbs to treat the low bg. The customer's blood glucose level value was unknown, but the customer stated that their bg level was 76 mg/dl once carbs were consumed. The customer stated the possible cause of the low bg levels were unknown. The customer was instructed to consult their healthcare provider regarding the low bg occurrence.